Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. Please see attache excel spreadsheet for available patient details. This report includes patient #1 and patient #3. Patient #2 is competitor product only. See the pdf of the article attached. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "spontaneous twisting of an implanted pacemaker electrode in three cases." Pace 1995; 18[pt. I]:1068-1071. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this lead model. The article described two cases where the patient¿s lead was found to be twisted. There was no report or evidence of patient manipulation. The lead was said to have ¿spontaneously¿ twisted. In patient #1, at 40 days post-implant, there was a loss of pacing capture noted. The lead had displaced. The patient underwent surgical intervention which showed that the lead had twisted in the pocket. The same lead was re-implanted and re-configured in the pocket, with a stylet added to the lead. Over a six-year follow up, the patient has done ¿well¿ and there were no further issues. In patient #2, six-years post-implant, the patient presented with ¿unusual nocturnal precordial pain at rest.¿ an x-ray was taken which showed the twisting of the lead in two separate locations. The lead was disconnected and a stylet was added to the lead to stiffen. The author concluded that ¿the twisting of the electrodes was spontaneous and produced a strong retracting force sufficient to move the electrode in the first case.¿ the leads appear to be still in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.